Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-02899 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03060.

Event description:
It was reported during the administration of the drug the patient complained of swelling in right arm; once removed PICC it was found that the product has a fissuration at 6th cm. Afterwards the patient developed thrombosis resulting in worsening redness, edema and bad mobility of the arm. The patient needed to be treated consequently by specialists. No other information was provided.

Event description:
It was reported during the administration of the drug the patient complained of swelling in right arm; once removed PICC it was found that the product has a fissuration at 6th cm. Afterwards the patient developed thrombosis resulting in worsening redness, edema and bad mobility of the arm. The patient needed to be treated consequently by specialists. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.